Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was pumping 62ml sodium acetate 4meq but coming up cloudy on em2400 main module compounder. This was identified during unspecified process step. There was no report of patient injury and or medical intervention needed in this event. No additional information is available